Manufacturer narrative:
Records indicate the device remained implanted in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired one day post implant. There were no reported complications from the implant procedure and the cause of death was unknown. It was noted the patient was very sick prior to the implant procedure.